Event description:
Additional information was provided where it was reported that this event occurred during a shoulder scope when they went to fire the device, and broke into pieces. All fragments were retrieved, and the case was completed using a different device.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-13999mf due to the damage to the device. Visual inspection noted that the trigger is broken off of the device and was returned. Visual inspection also noted the press-fit pin and spring were missing and not returned. The most likely cause is attributed to misuse due to use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via (B)(4) that an ar-13999mf fastpass scorpion broke into 4 pieces. This occurred during a case. There was no additional information provided, additional information has been requested.